Event description:
It was reported that during a cryo ablation to treat persistent atrial fibrillation at the pulmonary vein a crbs polarmap catheter 20mm got stuck while being inserted into the balloon catheter prior to inflation at the patient. The polarmap was removed once and the shaft was bent in the middle and it seemed to be torn. The catheter was exchanged and the procedure was successfully completed with no patient complications. Device was disposed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.